Event description:
Explanting physician reported rupture. The device was explanted. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device was explanted. This record relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified yellow particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.